Event description:
It was reported that the right atrial (ra) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned for analysis. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture was greater than 2.5 volts on (B)(6) 2015 and multiple days between (B)(6) 2015. (B)(4).